Manufacturer narrative:
Pt info was not available from the hospital. The computer was returned to the manufacturer for eval. The reported issue was not able to be duplicated by medtronic personnel. The computer passed all testing with no problem found. No application core files or vgc problem were found that would point toward the alleged malfunction. A replacement computer was sent to the site and the issue was resolved.

Event description:
A site representative reported a system freeze during a case. They were able to reboot the system and continue with the surgery. There was no negative impact on the pt.